Event description:
Healthcare professional reported a left side implant exchange with no complaint against the device. Healthcare professional later reported a left side capsular contracture baker grade unknown and "anxiety related to breast pain". Later, healthcare professional reported capsular contracture, baker grade IV. Device has been explanted.

Manufacturer narrative:
Continued: e1: state: bc zip code: (B)(6). A review of the device history record has been completed. No deviations or non-conformances noted. The event of "capsular contracture" is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture, baker grade IV.